Event description:
It was reported by the sales rep in switzerland that during an unknown surgery on an unknown date, it was observed that the retention plate did not fit in the expressew on the expressew iii autocapture + retention plate/loading tool-single pack device. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event date and event description have been updated accordingly.

Event description:
It was reported by the sales rep in switzerland that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the retention plate did not fit in the expressew on the expressew iii autocapture + retention plate/loading tool-single pack device. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number and expiration date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as approriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the gun and the loader used with the retention plate were not returning for evaluation. The retention plate had the tabs bent and some scratches were found. A manufacturing record evaluation was performed for the finished device 66508, and no non-conformances were identified. According with the visual inspection of device, this complaint can be confirmed. The possible root cause for the failure reported can be related when the loader is inserted at an angle, and it is use excessive force to assembly can be damaged the plate. If the tabs of the plate are bent, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Also, if the plate sticks above the profile of the device, it will make contact with the cannula dam, contributing to the detaching of the plate. However, it cannot be conclusively affirmed. As per IFU: it is important that while maintaining the loading tool in a flat position (do not angle or rotate), slide the loading tool forward until it stops, is important to remove thin white insert from loader housing. With the suture passer jaw closed, insert jaws into opening of the loading tool. While maintaining the loading tool in a flat position (do not angle or rotate), slide the loading tool forward until it stops in accordance with the manufacturer¿s instructions. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.